Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the case, upon activation of the plasmablade device, the patient's st. Jude duel chamber pacemaker stopped functioning. The patient became asystolic and CPR was performed. The surgeon placed an emergency lead and the pacemaker started pacing. The surgeon reported less than a minute of asystole and the patient is alive with no injury. It is unknown if the plasmablade device came direct contact with the pacemaker.

Manufacturer narrative:
(B)(4): brief description of complaint: when device was activated on coag, a loud metal grating sound was heard coming from the handpiece, the patient¿s pacemaker stopped working , and f-5 errors occurred throughout the case. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0, product number: ps200-040, lot number: fl50958929, expiration date: 11-jan-2019, quantity returned: 2, testing performed: visual inspection, device packaging inspection: two returned plasmablade 4.0 devices were received inside a (B)(6) shipper box within a biohazard bag and then within two plastic bags with no packaging to fill the negative space. The devices were labeled as device # 1 and device # 2 for traceability. No original packaging returned; therefore, the eeprom verification reader was utilized to obtain the device information; the device information was confirmed against the information listed within gch from the eeprom verification reader. Device # 1: handpiece type: plasmablade 4.0, lot number: fl50958929. Device # 2: handpiece type: plasmablade 4.0, lot number: fl50958929. There was a printed rga email provided. Device visual inspection: device # 1: the device is used with dried blood on body, handle, and cord. There was eschar build-up present on the electrode. All components appear in place, intact with no damage. There are no visual signs that relate to the reported complaint description. Device # 2: the device is used with dried blood on body, handle, and cord. All components appear in place, intact with no damage. There are no visual signs that relate to the reported complaint description. Functional inspection: device # 1: both cut and coag buttons have a definitive tactile feel. The returned plasmablade 4.0 was connected to the complaint lab pulsar generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. The device was tested for functionality via activation in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation. The complaint was unable to be recreated for the ¿interference and pacemaker stopped issue¿ that was reported. However, the device is an electrosurgical device, and as such, has the potential to cause interference with some operating room equipment monitors, and the use of electrosurgery in the presence of internal or external active implants is potentially hazardous as interference from the electrical current can cause the implantable device to malfunction. There was no f5 fault code, produced by the generator during the functional inspection. There was no indication of noise or interference issues during functional inspection. Device # 2: both cut and coag buttons have a definitive tactile feel. The returned plasmablade 4.0 was connected to the complaint lab pulsar generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. The device was tested for functionality via activation in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation. The complaint was unable to be recreated for the ¿interference and pacemaker stopped issue¿ that was reported. However, the device is an electrosurgical device, and as such, has the potential to cause interference with some operating room equipment monitors, and the use of electrosurgery in the presence of internal or external active implants is potentially hazardous as interference from the electrical current can cause the implantable device to malfunction. There was no f5 fault code, produced by the generator during the functional inspection. There was no indication of noise or interference issues during functional inspection. Lhr review: a review of the lhr for lot # fl50958929 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated within the laboratory environment. The devices function as intended with no failures. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020, rev. H - work instructions for complaint investigations - disposable devices. The 31-10-1368, rev. H - product specification and quality plan - plasmablade 4.0, the 70-10-1444, rev. A - peak plasmablade, 4.0 ¿ IFU. The 70-10-1433, rev. B - pulsar generator operator¿s manual. The 61-10-0017. Rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 6793 pulsar I - generator 7058 eeprom bypass connector 7213 eeprom verification reader. Dev-complaint analysis form attached to pli#10 only; please reference as necessary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, upon activation of the plasmablade device, the patient's st. Jude duel chamber pacemaker stopped functioning. The patient became asystolic and CPR was performed. The surgeon placed an emergency lead and the pacemaker started pacing. The surgeon reported less than a minute of asystole and the patient is alive with no injury. It is unknown if the plasmablade device came in direct contact with the pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.